Event description:
The lay user/reporter called lifescan (lfs) in 2005 and alleged that the pt's meter was set to the incorrect unit of measurement. The medical affairs specialist attempted unsuccessfully to reach the pt by telephone for further clarification; therefore, a letter will be sent. The reporter stated that the pt obtained a result of "17.4", which converted would be , 313 mg/dl. The pt was feeling dizzy, sluggish, depressed, and her vision was bad at the time of testing. She did n ot take any actions at home. She was taken to the hosp and her blood was drawn for a lab test; the result was 350 mg/dl. She was given insulin and extra pills. It would have been helpful to know the pt's medication regimen and if any changes were made to it. It is not known how the pt interpreted the result of 17.4. The pt did not know if her meter was previously set to the corret unit of measurement. A replacement meter was sent to the pt. This report is submitted on the assumption that the pt was misinterpreting the results in mmol/l as mg/dl (like 17.4 as 174 which is a lower reading than his actual glucose value) and subsequently experienced hyperglycemia.